Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report to FDA. The relationship between the coopervision device and the incident is unconfirmed. The patient indicates the device involved in the incident was a soft disposable contact lens produced by coopervision (B)(4)., no further details of the device, including make, model, brand name, or lot number, have been provided despite good faith efforts made by the manufacturer to obtain additional information. Because no information has been provided to identify the device involved in the incident, the manufacturer is unable to investigate the incident further at this time, nor is the manufacturer able to provide sales and distribution data. Should additional information become available, coopervision as the manufacturer, will submit a follow-up report.

Event description:
After instilling the contact lenses in the morning the patient states she began to experience a burning sensation in the left (os) eye. The following day, due to persistent discomfort, the patient sought medical attention at the hospital in (B)(6) where she was vacationing at the time. As there was no ophthalmology specialist department at this facility, it was suggested the patient return to (B)(6) for further care. The next day the patient was seen at the hospital of the (B)(6) where she was hospitalized until (B)(6). The patient states she suffered considerable damage to her left eye, including loss of sight, and indicates the was caused by a bacteria present on the lens. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unclear diagnosis, lack of medical information, and unknown resolution.